Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer's representative (rep) reported the lead migrated off midline, so the pain management physician requested another neurosurgeon implant an MRI lead. It was noted the rep. Was currently in the operating room. Relevant medical history includes spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that since implant the device had not worked for the patient¿s symptoms. When that patient got the stimulator they worked on it for three months trying to get it to work and the patient has not had the device on since then. The implant did not work for his symptoms because the lead was in the wrong spot. When the patient turned stimulation on his right leg got all the vibration. To get any stimulation in the perineum and left leg where he had a sciatic nerve problem, the patient had to turn it up so high that he could not walk on the right leg and felt like he was going to fall on his face. This also occurred since implant, and because of this they were going to put a new lead in. A different doctor than the one who did the initial implant figured that the lead was not put in the right spot so the patient needed to have a new lead p ut in. The new lead was supposed to be put in on (B)(6) 2016. The patient requested a rep be present at the procedure. The patient confirmed that the implant was mostly for the perineum problem but he also had sciatic nerve pain and the healthcare professional (hcp) said it should take care of both. The trial took care of both issues, but since implant it had not worked for either one of the patient¿s problems. The patient was to follow-up with the hcp. The hcp figured the lead was in the wrong spot in 2016, about two or three months after implant. The patient called a rep in (B)(6) of 2016 for a lead revision but had an infection that the rep previously noted had nothing to do with the stimulator. They had to reschedule the lead revision for (B)(6) 2016 and then later changed in to the (B)(6). It was noted that a rep was aware of the issues since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.